Manufacturer narrative:
(B)(6). Product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir malfunctioned. The pump reservoir was empty, but the pump stated that 44ml was left. There was no patient injury.